Event description:
After two or three years of use, the bpm stopped working properly. It now just displays erp.

Event description:
After two or three years of use, the bpm stopped working properly. It now just displays erp.